Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cassette line was disconnected from the transfer set. This occurred during peritoneal dialysis therapy. Patient received preventative antibiotics treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The patient line which was removed from the rest of the cassette device was received for evaluation. A visual inspection was performed with naked eye with no issues noted. Leak testing and test method study were performed with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.